Event description:
It was reported that during a thyroid procedure the instrument got very hot. No patient consequences has been reported. Another like device has been used to complete the case.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional. No thermal issues were noted. There were no additional anomalies noted with the functionality of the device. If the grip assist and/or wrench are not used to properly tighten the focus to hand piece blue, there could be a heat effect at the threaded stud to instrument interface.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: the harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat. Activating the blade against the pad without tissue present is the main factor in device temperature. Questions asked, but no answer provided yet: how was it determined that the blade tip was too hot? As to the coating flaking off ¿ is this referring to the tissue pad? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous beep or error code when either of the foot pedals or hand control buttons is depressed." "During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Audible high-pitched tones resonating from the blade or hand piece during activation are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided." "The entire exposed blade tip is active and will cut/coagulate tissue when the harmonic focus blade is activated. Be careful to avoid inadvertent contact between all exposed blade surfaces and surrounding tissue when using the harmonic focus instrument."

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.